Event description:
It was reported to boston scientific corporation that during a pancreatic duct stenting procedure, while advancing the stent catheter over the pathfinder guidewire, resistance was felt. After removal, the guidewire was noted to be "damaged and splitting." There were no patient complications as a result of the reported malfunction. At the conclusion of the procedure, the patient's condition was reported to be "good."

Manufacturer narrative:
Evaluation of the returned device revealed a fracture at the distal tip. Sem (scanning electron microscope) analysis of the proximal and distal segments of the fracture, performed by a bsc analytical lab, indicates that the core wire fractured as a result of fatigue in a cyclic bending motion. It was further concluded that the wire did not exhibit evidence of any material anomalies. Although the cause of the reported malfunction cannot be determined, based on the evaluation results, it is likely attributable to procedural use (operational context).